Manufacturer narrative:
The reported symptom "uf question" was not confirmed by the manufacturing plant. The plant encountered a dark display screen with 80% brightness degradation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A post-ast 2 hour 15 min 8500 ml simulated treatment was performed. Completed without any failures or problems. The cycler programmed displayed drain and fill volume values were within the tolerances. The valve actuation passed. Systems air leak passed. Visual inspection, t1 of inverter board is burnt. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse contacted technical support and requested a replacement liberty cycler. The nurse reported that the patient was experiencing negative ultra filtration volumes. Follow up with the nurse indicated that the patient did report feeling full but there was no pain or discomfort alleged by the patient. There was no medical intervention reported. Additional information was solicited.